Event description:
It was reported that the customer experienced a high blood glucose (bg) of 550 mg/dl. Customer gave a correction bolus via the pump to address the bg level. Reportedly, customer did not fill tubing after completing an infusion set change. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
Per tandem user guide: if you do not see drops, tap fill. The fill tubing screen appears, repeat steps 5 and 6 until you see 3 drops of insulin at the end of the tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.